Event description:
A customer from (B)(6) contacted customer service. He alleged that he took insulin based on erratic/high blood glucose reading he received from his breeze2 meter. At 45 minutes after taking insulin, the customer became hypoglycemic and had a car accident. Paramedics tested the customer's blood glucose at 29 mg/dl upon their arrival and the customer received treatment. The customer alleged that he had performed comparison tests using his 2 breeze2 meters and received differences between readings around 100 mg/dl. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant (i.e. 200 vs. 100 mg/dl). The customer agreed to return his test strips for eval initially, but changed his mind a couple of days later. At this time, it does not appear any product will be returned.

Manufacturer narrative:
In some countries outside the us, customer info is not provided due to privacy laws.